Manufacturer narrative:
The bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a ventricular tachycardia procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the biosense webster, inc. Product analysis lab observed braid wire exposed on the mid shaft. Initially it was reported that there was a temperature sensor error which occurred before the insertion of the catheter. The coolflow pump flow rate was 2 ml. The catheter was changed to a new thermocool® smart touch® sf bi-directional navigation catheter. The procedure continued. The surgical technique was not changed. There was no patient consequence reported. The temperature sensor error was assessed as not MDR reportable. Since the generator stopped delivering radio frequency, the most likely consequence was an intraprocedural delay. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, was remote. The biosense webster, inc. Product analysis lab received the device for evaluation and observed on 1/6/2021 braid wire exposed on the mid shaft. The returned condition was assessed as MDR reportable. The awareness date for this reportable biosense webster, inc. Lab finding is 1/6/2021.

Manufacturer narrative:
The device evaluation was completed on (B)(6)2021 it was reported that a patient underwent a ventricular tachycardia procedure with a thermocool® smart touch® sf bi-directional navigation catheter. It was reported that there was a temperature sensor error which occurred before the insertion of the catheter. The coolflow pump flow rate was 2 ml. The catheter was changed to a new thermocool® smart touch® sf bi-directional navigation catheter. The procedure continued. The surgical technique was not changed. There was no patient consequence reported. The device was visually inspected and it was found that there was braid wire exposed on the shaft. Additionally, the catheter was tested on the generator and the temperature and impedance values were observed within specifications. Then, a cool flow pump test was performed and it was found within specifications. The catheter was irrigating correctly. No irrigation issues were observed. A manufacturing record evaluation was performed and no internal action was found during the review. The customer complaint cannot be confirmed. The root cause of the braid wire exposed cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specification and procedures. It could be related to the handling of the device during the procedure; however, this cannot be conclusively determined. According to the instructions for use the catheter needs to be stored in a cool, dry and dark place. The storage temperature should be between 5 and 25°c (41 and 77°f). The root cause of the temperature sensor error issue remains unknown as "no device problem found/no problem detected". The investigation conclusions code of ¿cause not established", investigation findings code of ¿mechanical problem identified¿ and component code of ¿rod/shaft (g04112)¿ is related to the braid wire exposed on the shaft observed during the evaluation of the device. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4)